Event description:
The user performed a lot to lot comparison for ckmb after noting a shift in the qc results when switching from reagent to lot number 153686 to reagent lot number 155150. The pt serum samples had been previously tested and the original results for the pt samples had been reported. These results were not provided. The results obtained when tested for the comparison were not reported. All results are in ng per ml. Sample 1 result with lot number 153686 was 6.58, results with lot number 155150 were 4.98 and 5.77. Sample 2 result with lot number 153686 was 3.17, results with lot number 155150 were 2.14 and 2.35. Sample 3 result with lot number 153686 was 3.77, results with lot number 155150 were 2.32 and 2.70. The user refused a service visit as they felt there was no issue with the analyzer performance.

Manufacturer narrative:
(B) (4) this pump utilizes user interface module master software (B) (4), categorized as remediated. The pump has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that the channel a pumphead module keypad is inoperative due to damaged traces found on the keypad flex cable. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The facility initially reported that the pump will not stop infusing, constant flow verified with an intermittent stop button. This was initially reported to have occurred during biomedical testing. During a follow up call to the facility, this incident was found to have occurred during a voluntary removal of the set from an unspecified patient to give the patient mobility. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4). The pump is available and will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.